Event description:
It was reported that the customer has been experiencing high blood glucose levels. Pump passed delivery system check. Customer is working with her clinical diabetes specialist to stabilize her blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.